Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide, ¿blood glucose values used for calibration must be between 40 to 400 mg/dl and must have been taken within the past 5 minutes. ¿ the tandem user guide states, ¿make sure a sensor glucose reading shows in the upper right portion of the cgm home screen before calibrating.¿

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 39 mg/dl, and the meter bg reading was 256 mg/dl. Reportedly, the customer entered calibration values when no values were present and not within 5 minutes of testing. The customer reported a high bg value of 266 mg/dl and subsequently went to the emergency room (ER). No treatment was administered as the customer was in observation only. They were released on (B)(6) 2021 after approximately 5 hours with no permanent damage. No additional patient or event information was available. A replacement sensor was sent to the customer.